Event description:
On removal of stent from patient-discovered that metal stent had broken in half before this procedure date, half was still sutured in, and the other half had migrated slightly further gi tract. Both halves retrieved from patient to completely remove stent.